Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that driveline fault alarms reoccurred after they were cleared. Log file analysis completed by the manufacturer¿s technical services representative revealed 185 driveline fault alarms occurring between (B)(6) 2018. This appeared to be a driveline issue causing the driveline fault alarm. Technical services also reviewed x-ray images provided and reported that there was an area of concern. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.